Manufacturer narrative:
H.3 eval summary: upon receipt of the device, burn indications were seen on the feedthru and the output module. A ventritex automated test system was performed and high voltage errors were observed. The damage observed on the feedthru and output insulated-gate bipolar transistor (igbt) are indications that the device delivered into a low impedance path. It is possible that a slice in the lead may have caused the low impedance path, however this cannot be determined.

Event description:
During an attempted implant, device based testing was performed and a vf was induced. No movement by the pt was observed after the first charge was delivered. At the end of the second charge, a "popping" sound was heard. Neither charge converted the pt. External defibrillation was then performed. Real time electrograms showed noise as well as low hv lead impedance was observed on the diagnostics. Upon removal of the device and disconnection of the lead, a "slice" was observed on the lead and was suspected to be the cause of the low hv lead impedance. The physician elected to repair the lead and implant a new device. No further anomalies were noted.